Event description:
It was reported that the chiller temperature (t4) did not cool down in arctic sun device. Root cause of reported issue was isolated to faulty chiller pump. It was also noted that the chiller was faulty. Per follow up information received via email on 27jul2023, the device was repaired on the customer site. The issue was resolved. It was found as chiller and chiller pump problem and replaced defective parts (replaced chiller and chiller pump).

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed chiller pump. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, a labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the chiller temperature (t4) did not cool down in arctic sun device. Root cause of reported issue was isolated to faulty chiller pump. It was also noted that the chiller was faulty. Per follow up information received via email on 27jul2023, the device was repaired on the customer site. The issue was resolved. They found chiller and chiller pump problem and replaced defective parts (replaced chiller and chiller pump).

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller pump. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.